Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not remain in standby mode. At the time the issue was identified, the unit was outside of patient use and no patient impact was reported. The system was restricted from use. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. While in service mode under the pneumatics screen, the average air flow rate was observed to be ¿4.4 standard liters per minute (slpm). The customer confirmed the device was running software version 3.10. An abnormal flow reading was identified as the likely cause of the device¿s inability to remain in standby mode. The customer was instructed to perform a zero-flow calibration. If the issue persists, the rse recommended replacement of the flow sensor assembly. At the customer¿s request, the part number and price were provided for the flow sensor assembly. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 04dec2025, 30dec2025, and 15jan2026 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.